Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. The history confirmed that multiple cartridge alarms occurred on reported event date and customer attempted reset the pump without success. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose was 140 mg/dl. Customer reverted to using an alternate method of insulin therapy.